Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6007981 have already been previously tested in the complaint (B)(4) on 21/jun/2025. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the complaint (B)(4) complaint test report.pdf attached in this record. Device history record (DHR) review: the 6007981 was manufactured according to the work instruction (wi) version 97 manufactured in the line m14 on 01/jul/2024, with a total of (B)(4) units. Gluing tube: the 4f05439 was manufactured according to the wi version 64 manufactured in the line sc08 on 27/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 27/jun/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) and lot 6003731, with no trend identified. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The blood glucose level was 30mmol/l and the patient was treated with correction bolus via multiple daily injection (mdi). No further information available.